Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter was returned with the shaft broken/fractured below the hub. The catheter shaft was seen to be flat/crushed just below the break. During functional inspection the catheter was flushed and a 0.059 mandrel was advanced with no difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was seen to be kinked pain removal from the hoop, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the reported and analysed event ¿catheter shaft broken/fractured during use¿ as these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of procedural factors will be assigned to the analysed event ¿catheter shaft flat/crushed¿ as these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during internal carotid artery (ica) occlusion procedure, the operator used the guidewire and the catheter to guide the subject distal access catheter to the lesion. Next, the operator performed two aspirations to take the thrombus out from the beginning of the artery. Next, the operator used the subject distal access catheter together with the retriever to remove thrombus from the tail of the ica. After two aspirations, the operator found that the proximal tail of the distal access catheter was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 10 july 2024: upon review, we have determined that the information about the suspect medical devices involved in the reported events, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, is incorrect. In addition, please ensure that device identification data submitted in the suspect medical device section of the FDA form 3500a matches the device identification data in the gudid. We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. The 510(k) number has been corrected from k183463 to k173841 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during internal carotid artery (ica) occlusion procedure, the operator used the guidewire and the catheter to guide the subject distal access catheter to the lesion. Next, the operator performed two aspirations to take the thrombus out from the beginning of the artery. Next, the operator used the subject distal access catheter together with the retriever to remove thrombus from the tail of the ica. After two aspirations, the operator found that the proximal tail of the distal access catheter was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during internal carotid artery (ica) occlusion procedure, the operator used the guidewire and the catheter to guide the subject distal access catheter to the lesion. Next, the operator performed two aspirations to take the thrombus out from the beginning of the artery. Next, the operator used the subject distal access catheter together with the retriever to remove thrombus from the tail of the ica. After two aspirations, the operator found that the proximal tail of the distal access catheter was fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.